Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 MDR reports filed on the same event. (Reference 3002806535-2012-00049 and 3002806535-2012-00050). (B)(4).

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2011. Patient was revised on (B)(6), 2012 due to pain. No further information has been reported.